Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00820. This report is being submitted as additional information. Approximate age of device- 6 months 9 days. The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. Therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. The power module patient cable is expected to be returned for evaluation. It has not yet been received. Manufacturer's investigation conclusion: the reported event of the controller alarming while connected to the power module was confirmed. The 14v patient cable was returned for analysis and a log file was submitted for review. The rsoc voltage fell to 12.2v and then to 11.2v while connected to the power module and then the patient switched to battery power and the low voltages did not reoccur. The pump speed decreased to 4760 rpm on (B)(6) 2018 at 00:35:28 and then to 0 rpm, with the ebb being used as the power source. This decrease in speed was coincident with a driveline disconnect, no external power, and motor stop alarms indicating that the patient was attempting a controller exchange. The low voltages were not reproduced during functional testing, however, conductor breakdown was revealed from the continuity testing. Pump operation was not affected. The root cause of the reported event of the controller alarming while connected to the power module was not conclusively determined through this analysis.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s system controller started alarming when connected to a power module. In response to the alarm the patient switched to batteries; however, the alarm did not resolve. The patient removed the driveline from the system controller with the intent to exchange the system controller; however, ultimately remained on the same system controller. The patient was reported to be asymptomatic at the time of the event. The patient was seen at the center for evaluation. Log file analysis completed by the manufacturer¿s technical services representative revealed a change from battery power to power module on (B)(6) 2018 at 22:47:11. On (B)(6) 2018 at 0:16:17, a low battery advisory was recorded. At 0:17:54, power was changed from power module to batteries. At 0:18:30, the system controller¿s black power cable was disconnected from the battery followed by the white power cable being disconnected from the battery at 0:23:56. At 0:24:28, a low battery hazard, no external power and internal battery in use were recorded. At 0:35:29, a driveline disconnect and motor stop event were recorded. The driveline was reconnected sometime between 0:35:29 and 0:35:48 and the pump resumed on battery power. The customer was advised to inspect the patient cable connections for any foreign debris or damaged pins. The customer was also advised to exchange the power module patient cable since the initial low advisory alarm occurred when the patient was connected to the patient cable. Additional information was requested, but not provided.